Event description:
The patient went into surgery due to having infection at the incision site following recent generator replacement (reported in MFR. Report # 1644487-2021-00816). During the surgery, the surgeon observed a crack in the lead wire. System diagnostics were noted to be normal before the surgery. There was no recent trauma that was mentioned. The patient's generator and lead were explanted. Device history records for the lead were reviewed and the lead passed all specifications prior to distribution. The explanted products have not been received for analysis to date. No further relevant information has been received to date.